Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported resistance during advancement could not be determined and the reported dislodgement and treatment appear to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two 9x39mm omnilink devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified right common iliac artery resistance was met during advancing and three different omnilink elite stent implants became dislodged before being inflated or reaching the target lesions. It was noted that the 8x39mm stent implant was retrieved and removed from the anatomy using a snare device; the 2, 9x39mm stents were implanted in the right external iliac artery with a space between them/not overlapping, and not in the target lesion. Additionally, resistance was noted with the 6 fr non-abbott sheath during removal of both 9x39mm omnilink elite stent systems. The procedure was completed using a 6mm and 8mm non-abbott balloon for percutaneous transluminal angioplasty (pta) of the right common iliac without achieving the desired lumen size. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.